Manufacturer narrative:
Returned for evaluation was a 19cm solero probe. A visual review of the returned sample noted no obvious defects. Functional check: the probe was connected to the lab testing generator. The device was recognized, and the pump was activated. Test ablations were performed with no noted issues. In the complaints lab, the device was attached to a solero generator. The pump was started and cool water was flowed through the device. The applicator tip was put into a 500 ml beaker of cool water. An ablation was started at 140w. After 1 minute with no issue, the tip was lifted out of the water and immediately gave a high reflective power (hrp) error message. Another ablation was started at 60w. After 1 minute with no issue, the tip was lifted out of the water and immediately gave the hrp error message. Typically the tip can be removed from the water for a period of time without triggering hrp error. This device appears to be near the threshold for hrp failure. If the testing was done in saline or water there should not have been an error. It is possible the user did not have the tip in fluid and this triggered hrp error. In process testing is done with the tip in water. The cartridge cover was removed. No visual concerns. N-type screw cover was removed. Everything looked fine inside. No manufacturing issues could be found. The customer's reported complaint description "error message "cannot be confirmed as productfunctioned as intended. A definitive root cause for this reported event cannot be determined, however, it does not appear to be manufacturing related. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Labeling review: the instructions for use (14600973-01), which is supplied to the user with the solero applicators contains the following statement; "using either the optional footswitch or the microwave power button on the upper right side of the front panel, start the application of the mw energy. The timer graphic located on the left of the display will begin to count down to zero as soon as the energy is activated. The delivered power will be displayed to the right of the timer graphic. Caution: the output power display may decrease over time as reflected energy can increase over ablation period due to changes in the tissue. The ablation is considered complete when the timer reaches zero." Testing the device: 13. Prior to placing the device in the target tissue for ablation, place the tip of the device (including the black shaded zone of the shaft) in a container of sterile water or saline and activate the device at 100 watts for 10 seconds to ensure that the system is functional. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint #: (B)(4).

Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. Complaint # (B)(4).

Event description:
As reported: in the pre-test, the system show an alert "high power alert". Per information provided the procedure was aborted. The patient was sedated at the time of the event. Dur to procedure not completed and patient safety risk of being unnecessarily sedated, this event meets the criteria of a reportable event. It was reported the disposable device is available for return to the manufacturer for evaluation.